Event description:
Subsequent to the initial report, additional information was received. The left circumflex artery was treated. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily tortuous and heavily calcified unspecified coronary artery that was 80% stenosed. During advancement of a 2.5 x 38 mm xience prime stent delivery system (sds) the proximal shaft became separated and the device was simply withdrawn. The device was then replaced with an unspecified sds to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.